Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report # 1627487-2019-00668. It was reported the patient was scheduled for a lead revision (B)(6) 2019 due to an unknown reason. Additional information is pending.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2019-00668. Additional information revealed the patient underwent surgical intervention on (B)(6) 2019, where the leads were replaced due to lead migration. Reportedly, effective therapy resumed following the procedure.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2019-00668.